Manufacturer narrative:
Update to b5: additional information was obtained. The issue was identified during a donor hepatectomy procedure at 09:35 am on (B)(6) 2025. During the procedure, while dissecting, a device fragment fell inside the patient. The surgeon was unsure of what caused the fragment to detach. It was confirmed that all fragments were retrieved through visual inspection, and no additional surgical procedure was required to remove the fragment. No post-operative tests, such as x-rays or ultrasounds, were performed to check for remaining fragments. The procedure was completed robotically using a backup harmonic ace curved shears instrument. The patient did not return to the hospital due to any post-surgical complications related to retaining a foreign object. The procedure outcome was completed as planned, and there were no photographic images or video recordings of the device or procedure available for is review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument has not been returned for failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure the harmonic ace curved shears was in use after few minutes from the initial use, the instrument was almost new, and its blade broke. The handpiece broke and a part fell inside the patient, but it was immediately recovered.